Manufacturer narrative:
The downloaded patient event data from the device indicates that interference from the functioning implanted pacemaker was the cause of the reported motion alarms. The customer was informed that the device operating instructions provide the following information: "pacemaker pulses may prevent advisement of an appropriate shock, regardless of the patient's underlying rhythm." (B)(4).

Event description:
The device was used on a patient diagnosed in cardiac arrest. The patient had a functioning implanted pacemaker. Each time an automated ECG analysis was attempted, the device allegedly displayed a motion alarm and the ECG analysis was inhibited. A manual defibrillator was subsequently made available and used to administer defibrillator shocks to the patient. The patient's outcome was not reported. There were no reports of adverse effects to the patient related to the use of the device.